Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No unexpected vibrating noted.

Event description:
Customer reported that he had unexplained high blood glucose. Customer was taken to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 428 mg/dl. Customer stated that his insulin pump vibrated 3 times and the backlight turns on. Nothing further was reported.